Event description:
During aaa repair on (B)(6) 2010, after removing the proximal top cap wire, the physician loosened the pin vise and advanced the inner cannula to deploy the suprarenal stent, but it wouldn't open. The doctor had to deploy the stent manually using a balloon and eventually he managed to open the stent and finish the impact successfully. Pt outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). No pt outcome was provided by the reporter. (B)(4). Difficulty deploying the top stent is addressed in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft states: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the pt." Specifically, the IFU lists key anatomic criteria that, if followed, could prevent this failure mode from occurring. Additionally for this part of the procedure (advancing to the top cap), the IFU recommends to use an les wire (lunderquist) for extra support. All trained physicians have access to a physicians reference manual that lists troubleshooting techniques, if this failure mode is to occur. Controls are in place for the soldering process ensuring the barbs, on the suprarenal stent, have the correct amount of solder and correct amount of spacing between the stent struts and barb wire. Although the form completed by the rep stated that the device would be returned. The device had yet to be received at the time this report was written. Additional information regarding the current condition of the pt, the current location of the device, when the device can be expected to be received by cook inc., the type of wire guide used, planning and sizing information, preoperative and operative imaging were requested, but had not been received at the time this report was written. If the device is returned or additional information becomes available in the future that alters the scope or findings of this investigation, this report shall be amended at the appropriate time. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.